Event description:
The patient was reportedly experiencing intermittencies and loss of lock. Equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Revision surgery is under consideration.